Event description:
It was reported that during a rotational atherectomy procedure of a proximal rca lesion, the wire fractured. The floppy rotawire was successfully used with a 1.5 mm burr. After ablation, another MFR's guide wire was inserted, leaving the floppy rotawire in place and ultrasound was performed. Then a ptca of the mid rca was performed. Upon removal of the floppy rotawire, approximately 4 cm of the wire remained in the pt. The fractured wire segment was removed with a snare. Pt status is listed as "good."